Event description:
Bilateral subcutaneous mastectomies with submuscular prosthetic implants now returns 5 yrs post-op with recurrent breast cancer. Oncologist and radiation therapy recommend wide excision and removal of implants.